Event description:
It was reported that: at the beginning of the case, the doctor attempted to manually ventilate the patient and stated that the bag felt hard and that the patient was not being ventilated. The user manually ventilated the patient with an alternate device and then transferred the patient to another machine. No patient injury reported.